Manufacturer narrative:
An attempt to reproduce the reported event using guardian app ver 1.4.0 installed on iphone 13 mini ios 16.6 with transmitter was conducted and confirmed that the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4) version f. After conducting a thorough investigation, we have found that most likely that this was due to teneo issue. The reason for the unsuccessful transmitter pairing is a sake handshake failure resulting from the use of an intentionally incorrect sake key. The intentionally incorrect sake key was used because of a device check step of the sake key retrieval process failure on the teneo server side. To perform the device check teneo servers were going to the apple url 'https://api.development.devicecheck.apple.com/v1/query_two_bitsâ¿¿ which has worked for 5 years without issue. It appears this url will no longer accept the teneo serverâ¿¿s private keys as apple has started requiring the use of the url 'https://api.devicecheck.apple.com/v1/query_two_bitsâ¿¿. The issue was resolved on the teneo server side. To assist with the resolution of the issue there are following steps: 1. Uninstall guardian app. 2. Unpair all bluetooth devices from the phone. 3. Install the guardian app. 5. Wait 10 minutes. 5. Run the guardian app. 6. Finish normal startup with pairing transmitter (gst) and sensor connecting. 7. If the issue is not resolved, wait 15 minutes and try all steps again. For pairing without reinstall you can try next steps: 1. Unpair all bluetooth devices from the phone. 2. Force close the guardian app. 3. Disconnect transmitter from charger. 4. Wait 10 minutes. 5. Run the guardian app. 6. Pair transmitter and connect sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-8200. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-8200.